Manufacturer narrative:
Investigation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: rupture. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a 225cc mentor memorygel breast implant and experienced postoperative right-sided rupture. MRI performed on (B)(6) 2021 indicated the right-sided rupture. The diagnosis was confirmed based on physical examination and the MRI result. As a result, the patient underwent bilateral removal and replacement with two 250cc mentor memorygel breast implant prostheses (catalog #: 3502501bc, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2021. After the revision surgery, the patient has fully recovered. The suspected medical device was advertently discarded upon explantation and is not available for product evaluation.